Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event was confirmed through functional testing. The error code was displayed on screen during functional testing and found in the event history log. Device could not power up due to the corroded battery contacts.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46228 during testing. There was no patient involvement.